Event description:
Lead dislodged leading the physician to open the pocket. Built up scar tissue discovered on lead tip, physician requested new ra lead. Lead was explanted and replaced. Should additional information be received, this file will be updated

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed coagulated blood and tissue residuals in the fixation helix. During the mechanical analysis, after cleaning the helix from coagulated blood and tissue residuals, it could be properly deployed and retracted according to the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.